Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. As a preventive measure, the needle instruction manual states, "always have a spare instrument available in case the primary instrument malfunctions and to prevent breakage, the needle instruction manual also warns, do not use an aspiration needle that has an irregularly bent or deformed needle tube. Do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not try to straighten a bent or deformed needle with your hands because the needle may break. In addition, the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device. If the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during a therapeutic endobronchial ultrasound bronchoscopy (ebus) procedure, the needle¿s coil spring was observed in the endoscopic view. The doctor had already completed two successful passes with the needle and when attempting a third pass the shiny object was noted at the tip of the needle. It was reported that it was believed to be some mucous from the patient which can be quite reflective, but when they removed the needle and began to expel the sample, a piece of metal coil from within the sheath tip slid out from the sheath completely. No device fragment fell into the patient. The intended procedure was completed with the a similar device. There was no patient injury reported.